Event description:
It was reported that the lead was explanted due to an insulation anomaly.

Manufacturer narrative:
A partial lead with the connector pins measuring 11.3 cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.